Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the mid left anterior descending (mlad) artery. Using a femoral access site, pre-dilatation was performed with a cutting balloon and a dissection occurred. After deploying a 2.5x18 mm implant, another 2.5x28 mm implant was attempted to be advanced through the already deployed implant; however, despite repeated attempts, the 2.5x28 mm implant could not cross. A xience prime was then used, which easily crossed through the initially deployed implant and covered the dissection. However, as the length of the xience prime was not long enough, there was still a dissection that needed to be sealed. It was decided to use a graftmaster, but it could not cross. The patient remained stable for some time before being shifted to the ICU. The dissection sealed on its own. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.